Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's wife that the customer had a mild heart attack and was in the hospital. Customer was in two different hospitals and in two different rooms. Transmitter was lost somewhere. Customer experienced an ion gap which was brought on by diabetic ketoacidosis. Customer's doctor is saying that the high blood glucose levels caused the heart attack. However, the endocrinologist stated that the high blood glucose levels were a result of the heart attack. Customer's wife stated that the customer's blood glucose level was somewhere in the 300 mg/dl range. A transmitted would be sent as a one time courtesy. No further assistance needed.